Event description:
The distributor contacted animas on (B)(6) 2014 alleging no power to the pump. The distributor stated the screen was blank and there were no audible tones or vibratory function. There was reportedly no sound on battery insertion. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2014 with the following findings: review of the black box data revealed a 4 hour unconfirmed warning that the basal edit was not saved and basal delivery was suspended. That unconfirmed warning lead to an additional warning for low battery and then to a replace battery alarm. The black box revealed that the battery was low prior to the first warning. On examination, the battery compartment and battery cap were intact and without damage. The battery cap was able to be secured to the pump properly and maintained electrical connection for testing. The pump was exercised for 24 hours without interruption or loss of power. Blank display screen was not duplicated during the investigation. The pump was opened for investigation and did not reveal any evidence of damage or defect of the power circuit. Investigation did not duplicate the alleged malfunction and the pump was determined to be operating within the required specifications without malfunction.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.